Event description:
Information received indicates that when the bed is plugged in, there is a burning smell and found the r46 and r49 resistors compromised.

Manufacturer narrative:
The facility has not completed repairs to the bed.